Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ insulin pen needle leaked insulin during use after waiting "10 seconds" from delivering the application. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "three (3) needles in the batch were causing the insulin to leak, even after waiting 10 seconds after application."

Manufacturer narrative:
H.6. Investigation: customer returned one (1) used 32gx4mm bd pen needle from lot 7262626. Consumer reported three (3) needles in the batch were causing the insulin to leak, even after waiting 10 seconds after application. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was bent. No evidence of manufacturing defect was observed on this sample. The bent npe cannula would be the cause for no proper flow through the pen needle, hence, the customer could think the pen needles were leaking (as reported). Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the bent npe is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that the bd ultra fine¿ insulin pen needle leaked insulin during use after waiting "10 seconds" from delivering the application. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from portuguese to english: "three (3) needles in the batch were causing the insulin to leak, even after waiting 10 seconds after application."